Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects. The patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional reported injecting a patient with juvederm volift with lidocaine in the lips. About 2 months later, the patient sent in a photo of the lips being swollen. Only 3/4s of the patient's lips were swollen and not the on the upper left side. Healthcare professional had asked what could be the cause of the post inflammation months after the initial injection and noted that the patient had taken antihistamines. Patient did not have any extra sodium intake or trauma.